Manufacturer narrative:
Correction: there were no product allegations against this code. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set under infused during infusion. The expected therapy time was 3 hours, but the device was still infusing after the 3 hours. The set contained vancomycin and was used with a evo iq large volume pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.